Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed a 31mm watchman flx pro closure device was selected to be used. During the procedure, after the closure device was implanted and some time passed, st segment elevation (ii, iii, avl) was observed. A coronary angiogram was performed after the closure device placement. The angiogram showed no significant stenosis and the physician determined that a transient air embolism could not be ruled out. The patient was under general anesthesia. When the patient woke up after the procedure, there were no health effects, and the patient left the room in stable condition.